Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display issue. This report is made based on results of the investigation performed on 07/09/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the display issue, the display screen lens was found to be scratched. (B)(6).